Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse replaced the pc main board and drive manifold to fix the issue. The iabp passed all safety and functional tests and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarms and fails to inflate automatically. The customer restarted the device. Alarmed electrical test failure code #35. Iabp was unusable. The customer replaced with other equipment for use there was no patient harm reported.